Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was tagged for an unknown error message was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the motor device potting showed signs of overheating which would have caused the shorting due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device was tagged for an unknown error message. During in-house engineering evaluation, it was determined that the device potting showed signs of overheating. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.